Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had excessive no delivery alarms on the insulin pump in the last 4-6 months. Customer declined troubleshooting. Customer stated that he was hospitalized due to the error messages received. Customer would like the pump to be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.no excessive no delivery alarms noted. The insulin pump had received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation; the insulin pump passed the displacement accuracy test.